Event description:
It was reported that the patient with a deep brain stimulation (dbs) system reported communication issues and was unable to charge their implantable pulse generator (ipg) following a related procedure (reported in MDR 3006630150-2025-05489), as a result experienced the return of their parkinsons disease motor and non-motor symptoms. Multiple attempts to recharge the ipg using known functional charging kits were unsuccessful. As a result, the patient underwent a procedure to replace the ipg with a different rechargeable model. Postoperative recovery was uneventful. The patient did well post-operatively. Notably, the ipg had been fully charged and functioning prior to the initial procedure, during which electrocautery was used. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system reported communication issues and was unable to charge their implantable pulse generator (ipg) following a related procedure (reported in MDR 3006630150-2025-05489), as a result experienced the return of their parkinsons disease motor and non-motor symptoms. Multiple attempts to recharge the ipg using known functional charging kits were unsuccessful. As a result, the patient underwent a procedure to replace the ipg with a different rechargeable model. Postoperative recovery was uneventful. The patient did well post-operatively. Notably, the ipg had been fully charged and functioning prior to the initial procedure, during which electrocautery was used. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.

Manufacturer narrative:
Analysis of the returned vercise gevia implantable pulse generator (ipg) failed to charge and could not establish communication with a functioning remote control (rc) or clinician programmer (cp), preventing further functional testing. Internal diagnostics identified excessive sleep current and abnormally low resistance at a node where high resistance is expected. Damage to the application-specific integrated circuit (asic) was consistent with exposure to electrocautery. A review of product labeling confirmed the device was used in accordance with the instructions for use (IFU). Additionally, labeling also notes that certain medical procedures, including electrocautery, may deactivate stimulation or cause permanent damage to the device, potentially requiring explantation or replacement. Based on the available evidence, boston scientific confirms the reported issues with charging and communication. The investigation determined that the asic damage was caused by unintended exposure to electrocautery, making user error the probable cause of the event.